Event description:
Reporter indicated a patient had high lead impedance with vns systems and normal mode diagnostics testing at a routine office visit on (B)(6) 2012. The reporter has been advised to disable the vns, but it is not known if this has occurred. The patient had no trauma and does not manipulate the vns. No x-rays are available.vns lead replacement is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR inadvertently omitted information from pa results that the abraded insulation allowed for fluid ingress into the inner silicone tubing. This report is being submitted to correct this information.

Event description:
X-rays were received and reviewed by the manufacturer on (B)(6) 2012. No acute angles in the lead were observed, but one break was found in the assessed portions of the lead, near the electrodes.based on the x-ray images, the clear lead break seems the obvious reason for the high impedance found.the explanted vns lead and generator were returned on (B)(6) 2012 and are pending analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.review of x-rays by the manufacturer revealed a gross lead discontinuity.device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Generator product analysis showed that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Lead product analysis was also performed. The reported high impedance allegation was verified. A break was identified in the positive and negative lead coils. Scanning electron microscopy images of the positive coil ends suggest a stress-induced fracture has occurred in at least one strand of the positive quadfilar coil. However, due to mechanical distortion (smoothed surfaces) and surface contamination a conclusive determination of the fracture mechanism of the remaining strands of the positive coil cannot be made. Scanning electron microscopy images of the negative coil ends show that pitting or electro-etching conditions have occurred at the break location. Also images of the negative coil suggest a stress-induced fracture has occurred in at least one strand of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces) and surface contamination a conclusive determination of the fracture mechanism of the negative coil cannot be made. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Reporter indicated the high lead impedance was noted with vns diagnostics testing on (B)(6) 2012.the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. Diagnostics were within normal limits with the new devices. The generator was replaced prophylactically. Attempts for return of the explanted lead and generator are in progress.

Event description:
The abraded insulation allowed for fluid ingress into the inner silicone tubing.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.